Event description:
The customer reported a leak at the baths of the coulter act diff 2 analyzer. The instrument was giving voteouts when the leak was noticed. The volume of the leak was between 4-8 ounces and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found that waste filter was plugged not allowing the baths to drain. The fse replaced the waste filter, drained all the baths and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).